Event description:
The tip of the needle driver fell off during routine use. The problem was identified at the time and the surgeon retrieved the fractured tip without impact to patient.======================manufacturer response for needle driver, codman 7 inch sternal classic plus needle holder # 36-2025 (per site reporter)======================the analysis is being arranged.